Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was seaprated the following information was received by the initial reporter with the following verbatim it was reported by customer that primary IV tubing place set up in IV pump, when rn came back the bottom half of the tubing was disconnected, and medication was leaking. The tubing disconnected from the blue piece that sits in the channel.